Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Per documentation, it was reported that the patient experienced inaccurate cgm values which occurred 7 days after the sensor was inserted into the abdomen. The patient was experiencing vomiting. No cgm/bg values were provided at this time; however, the patient was alleging a cgm inaccuracy. The patient¿s daughter decided to bring the patient to the emergency room (ER). The patient was diagnosed with diabetic ketoacidosis (dka) but does not recall what her cgm/bg values were upon arrival to the ER. The following day, while in the hospital and under medical supervision, the patient¿s bg meter reading was 230 mg/dl and the cgm reading was 130 mg/dl. While hospitalized, the patient was treated with unspecified IV fluids and tylenol for headaches. The patient was discharged home a few days later. The patient was in good condition at the time of report. No other patient or event details were available. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no glucose values initially reported, however the glucose values during the hospital stay fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.